Event description:
Gyrusacmi was notified that during a surgical procedure the sheath broke into multiple pieces that had to be retrieved from the pt. No pt injury was reported.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.